Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was slower and made grinding noise. The down arrow button was not as responsive. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
All buttons are functioning properly. Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected motor noise or grinding sound from the motor noted during testing. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Device was received with cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, minor scratched lcd window, and scratched reservoir tube window. (B)(4).